Manufacturer narrative:
Intuitive has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have localized melting near the grip base. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the rubber was burnt on the tip of the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury.